Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture, resulting in asystole and possible syncope as the patient had a syncopal event around that time. It was planned to investigate and reprogram the device. The crt-d system remains in service. No additional adverse patient effects were reported.